Event description:
It was reported that during npwt utilizing a foam filler kit, the dressing was not compressed, and it was confirmed that the edge of the softport was damaged.

Manufacturer narrative:
(B)(4).